Manufacturer narrative:
Field service engineer troubleshot customer complaint, the infimed computer would not turn on. Fse found the power switch on the back of infimed tower was off. Fse turned power on and the infimed booted up normally. Operator error. Fse then completed hut dr service checklist to verify proper function. Unit passed all tests, and was returned to full service by the customer.

Event description:
On (B)(6): customer reports female having an unspecified type procedure under general anesthesia when the system failed. Staff moved pt to another room, procedure completed without further incident. Pt is fine, no reported injury.